Manufacturer narrative:
The ge service rep arrived on site and found that the system was working normally. He couldn't reproduce the problem. He checked system and verified that there was no breaking ic cable. The connections were secure. It took approx 30 min of fluoro while pressing and releasing the foot pedal / doghouse / handswitch buttons. He couldn't duplicate the problem.

Event description:
The customer reported that the left monitor was flickering and systems audible continued to sound while no fluoro was being produced. The footswitch was stuck. No patient injury was reported.